Event description:
It was reported that during inner body prep of a disc space the 4mm instrument broke.

Manufacturer narrative:
Method: device inspection and device history review.results: no manufacturing issues were discovered. The spacer appears to be free from defects visually. The internal boss was confirmed to be deformed from the collet of the inserter and had damage on the exterior from contact with the instrument as the instrument released the spacer during implantation. Conclusion: a plausible root cause is normal wear.

Event description:
It was reported that during inner body prep of a disc space the 4mm instrument broke.